Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 248 mg/dl and 115 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 248 mg/dl and 118 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that during a cardiac bypass procedure the clips fell off the internal mammary artery. The clips were not closed completely. Several clips were used and the same thing occurred. The clips were retrieved from the patient. Other clips and ties were used to complete the case with no patient consequence. The clips were discarded